Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that a resolute onyx drug eluting stent became deformed during removal after it failed to cross a lesion (in stent restenosis) in the proximal om1. The damage reported was a stent strut lifted. The procedure was completed using two 2.5x15mm onyx devices. No paediatric patient was involved and no patient injury was reported.